Event description:
Total knee (stryker product) replacement on (B)(6) 2017. Noticed hyperextension (B)(6) 2018. Saw the orthopedic dr in (B)(6) 2019 (1.5 years after placement) as the hyperextension is extensive causing problems walking and standing. Surgery to repair the device is scheduled for (B)(6) 2019. FDA safety report ID# (B)(4).